Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 high impedance and dysphonia. The generator was replaced prophylactically. Follow-up revealed that the high impedance and dysphonia was observed at the same time. The explanted devices have not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.